Event description:
The pt was diagnosed with a perirectal abscess. He underwent incision and drainage of the abscess. While in the or, a foley catheter was placed to prevent postoperative urinary retention. A couple days later during the night, the catheter broke in half while inserted in the patient. Both sections of the catheter were retrieved. The catheter split on a diagonal line.